Event description:
It was reported by the clinician that, "nuisance air- in- line (ail) alarms and air-in-line alarms with minimal visible air. Clincians report that even when they change the air-in-line alarm settings to 500 in anesthesia mode it ¿still alarms¿". This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.